Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that the concave head impactor tip was broken and could not thread onto the handle shaft. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection does not found signs of breakage of the concave impactor tip, however presents signs of use. Additionally, an unknown fragment was stuck within the concave impactor. The observed condition of the device could be consistent with a random failure of a component that may have been caused by exposure to unwanted forces or at the time of impact it was not properly aligned with its coupling device and the application of excessive force at the time of impact without being fully seated. However, with the available information and the low incidence of the observed problem, a potential cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, due to the stuck fragment in the concave impactor tip, the reported condition of unable to assemble can be confirmed. The overall complaint was confirmed as the observed condition of concave impactor tip would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the concave head impactor tip was broken and could not thread onto the handle shaft.